Manufacturer narrative:
Product analysis #(B)(4) 13:12:12 cdt webmremotews sfdcmnav product analysis task update: tested by date: (B)(6) 2023 findings and conclusions: the tip of the returned probe is slightly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues with multiple instruments. The camera clip was broken, the fighter instrument was unable to be recognized. The probe instrument was bent and the tracker instrument was deformed. There was no patient involved.